Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, device extrusion, infection, anisomastia. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). Mentor became aware that psr submission (B)(4) was a duplicate of this complaint file. All further supplemental reports will be submitted under this complaint file.

Event description:
It was reported that a (B)(6) old female patient who underwent primary breast augmentation with two 375 cc mentor memorygel breast implants, suffered right breast infection and implant device extrusion and had to undergo implant explantation without replacement on (B)(6) 2017. The patient eventually experienced left breast capsular contracture; baker grade iii, breast asymmetry, and right breast capsular contracture; baker grade iii, deformity with elevation of the inframammary fold and indentation of the inframammary fold scar, which leads to the appearance of ptosis. As a result, the patient underwent left breast implant explantation and bilateral replacement with the following devices: (left) 275 cc mentor memorygel breast implant catalog: 3502751bc, lot: 7471255, sn: (B)(4), and (right) 275 cc mentor memorygel breast implant catalog: 3502751bc, lot: 7471255, sn: (B)(4). This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4). Mentor became aware that psr submission (B)(4) was a duplicate of this complaint file. All further supplemental reports will be submitted under this complaint file.